Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown patella component. An evaluation of the device cannot be performed as the devices were retained at drexel implant research center. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
The arthroplasty was revised due to loosening. The components were implanted in situ for ~ 6.5 y. The tibial, femoral and patellar components were revised. The patient presented with a ucla score of 1 three months prior to revision surgery and a maximum score of 3.

Manufacturer narrative:
An event regarding loosening involving an unknown patella was reported. The event was not confirmed. Device evaluation not performed as no device was returned. Insufficient medical records were provided for review. Device history review not performed as the device was not properly identified. Complaint history review not performed as the device was not properly identified. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, operative reports, medical records, and progress notes are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
The arthroplasty was revised due to loosening. The components were implanted in situ for approximately 6.5 y. The tibial, femoral and patellar components were revised. The patient presented with a ucla score of 1 three months prior to revision surgery and a maximum score of 3.